Manufacturer narrative:
The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was experiencing multiple issues including issues with the volume button adjusting itself, inconsistent blood glucose, sensor glucose versus blood glucose issues, low blood glucose levels, and a bent sensor. The customer was running late for work and did not provide any further details. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.